Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the expiration date was missing on the bd ultra fine¿ pen needle packaging. There was no report of patient impact. The following information was provided by the initial reporter: consumer left voicemail requesting call back regarding missing expiration date on box of pen needles. Consumer stated box of pen needles is unopened/unused. Consumer stated she wants to donate product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the expiration date was missing on the bd ultra fine¿ pen needle packaging. There was no report of patient impact. The following information was provided by the initial reporter: consumer left voicemail requesting call back regarding missing expiration date on box of pen needles. Consumer stated box of pen needles is unopened/unused. Consumer stated she wants to donate product.

Event description:
It was reported that the expiration date was missing on the bd ultra fine¿ pen needle packaging. There was no report of patient impact. The following information was provided by the initial reporter: consumer left voicemail requesting call back regarding missing expiration date on box of pen needles. Consumer stated box of pen needles is unopened/unused. Consumer stated she wants to donate product.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.